Manufacturer narrative:
Customer returned 2 files in autoclave bag, along with 3 unopened files in pack. Using microscope visually checked files from autoclave bag. One of the files was broken at approximately 20mm. Approximately 5mm of the file was broken off. The other file had been used and was bent at the tip. No manufacturing markings or defects noted on either of the files. Using microscope visually checked unopened files. No manufacturing markings or defects noted on these files. Unused files were tested by manufacturing / (B)(6): specification @ 3 mm- .470 mm +/-.020 @ 9 mm -.845 mm +/-.030. 1) .476 mm, .838 mm. 2) .474 mm, .837 mm. 3) .476 mm, .846 mm. Files measured within specification. Nothing found wrong with unused files. Nothing unusual to report was found during DHR review.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. This report is for the second device. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that two waveone gold reciprocating files broke in the same patient, same tooth. The file remained in the tooth as part of the fill.